Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging the onetouch verio iq meter read inaccurately compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began a couple days prior to contacting lfs. The patient reported blood glucose results of "6.8 mmol/l" with the subject meter and "2.5 mmol/l" on another meter, performed within 30 minutes of each other. The results fell outside expected values for meter to meter accuracy testing. It was not specified how the patient manages his diabetes or if he patient made changes to his usual management routine at the time of the alleged issue. Prior to the start of the alleged issue, the patient claims he felt symptoms of stomach cramps and nausea. Treatment was not specified. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. The patient did not have control solution to perform quality control testing. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient's reported symptoms do not meet lifescan's criteria for a serious injury. There is no indication the patient received medical treatment for an acute complication of diabetes. However, this complaint is being reported because the subject meter did not meet lfs' accuracy criteria.